Manufacturer narrative:
(B)(4). Batch # = n90a4a. Additional information was requested and the following was obtained: the device "misfired" - the device failed to dispense a proper clip. The clip was dispensed, however it malformed and did not ligate the vessel. Malformed clip was sent back with defective device. The analysis results found that the el5ml device was returned in good visual condition. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed (B)(4) conforming clips. Upon testing, the jaws open and close without any difficulties. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip applier misfired. Another like device was used to complete the procedure. There were no adverse consequences for the patient.